Event description:
It was reported a revision surgery was required due to hardware failure. The femur buttress plate broke.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation (B)(4).